Manufacturer narrative:
The console (aic) was returned for evaluation. Upon evaluation of the console, the issue with properly detecting the purge pressure disc was reproduced, and purge flag was confirmed to be broken. Therefore, the root cause of the issue was a broken/missing purge flag. The failure mode will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller exhibited a purge disc not detected alarm. It was reported that the alarm was not associated with a bag or cassette change. The cassette was replaced but would not advance past the purge disc prompt. The console was replaced and no further issues were reported. No reported harm to the patient.